Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Block a4: weight not provided. Blocks b6 & b7: no information available. Block c: not applicable for this device. Blocks d6 & d7: not applicable for this device. Blocks h3: the altatrack device was returned for evaluation. Visual inspection found superficial marks and scratches approximately 2-3" of the distal tip, with no protruding or sharp edges detected. Based on the device evaluation, there is no deviation for the guidewire observed that might have aided in the reported dissection of the vessel. Blocks h6: dissections during this kind of procedure are a known risk and are covered by the device risk management. Blocks h7 & h9: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that an altatrack guidewire was used in a diagnostic peripheral procedure with a non-philips catheter. After moving the c-arm, the wire accuracy was off, and multiple shape registrations were performed. While cannulating in the right renal artery, a dissection occurred. The altatrack guidewire was removed and replaced with a non-philips glidewire that was advanced past the injury. Then, the non-philips catheter was removed and a covered stent was delivered over the glidewire to treat the dissection. Flow to the renal artery was uninterrupted and patient outcome today is ok. This adverse event is being submitted because the altatrack guidewire was in the area when a dissection occurred, and required additional intervention. There was no alleged malfunction with the altatrack guidewire.